Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); product type: catheter. Product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2025; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-dec-2026, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 07-jun-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 15mg/ml at 7mg/day. It was reported that the physician was unable to remove the guide wire from the spinal segment of the catheter during the implant procedure on (B)(6) 2025. The "position" applied increasing tension on the guide wire until it broke. The physician removed the remaining segment from the patient and placed a new catheter. There were no environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. In regards to interventions/actions taken to resolve the issue, a back-up catheter was opened and used. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's medical history included chronic pain. Additional information received on 2025-02-27 indicated that the previously reported implant procedure on (B)(6) 2025 was a catheter revision to move the catheter from anterior to posterior. The indication for the procedure was "anterior catheter tip, physician judgment". All components of the broken catheter/guidewire were removed and a new 8780 catheter was placed without incident. Additional information received on 2025-03-10 indicated that, in regards to the catheter revision, the patient had stated that he felt like therapy was working, but it felt like it could be better. The catheter tip was found to be anterior during a dye study performed on "(B)(6) 2025". No physical issues with the pump or catheter were found. The physician decided to revise and move the catheter tip from anterior to posterior. The cause of the event was "catheter tip anterior". Additional information received on 2025-03-14 indicated that, in regards to the previous report of the anterior catheter tip, no migration was noted. The surgeon who originally placed the catheter "never checks a lateral to determine if the catheter is anterior or posterior". The physician who took over for that doctor recently "believes that posterior placement is important" and has been routinely doing dye studies on her patients to check placement. The catheter would not be returned, as it was discarded.